Event description:
It was reported that the home patient (hp) experienced an iipv (increased intraperitoneal volume) issue while performing peritoneal dialysis (pd) on the homechoice (hc) cycler. A high drain 105 alarm occurred on the hc after use. The hp reported the message appeared at the end of therapy. The baxter technical service representative (tsr) reviewed the program. The last fill volume equaled 2500ml. The hp had done a manual exchange during the day. The hp was getting low drain volume alarms and she bypassed. The tsr explained about bypassing and leaving the solution behind. The tsr suggested that the caregiver (cg) call if there are alarms and suggested to let the patient?s registered nurse (rn) know about the high drain alarm. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A review of the device history record and service history was performed which revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The cause was undetermined. Should additional information become available, a follow-up will be submitted.